Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to hearing beeping and chest pain. Upon interrogation, it was noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) for noise, and undefined pacing impedance. As well, there was inappropriate shocks and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.